Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received additional event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional info received. Based on the medical record review the pt underwent repair of ventral hernia with a composix kugel mesh on (B)(6) 2004. The medical records note that the pt presented on three occasions in 2005 with abdominal pain, and occasional vomiting and bloating. On (B)(6) 2005 the pt underwent laparoscopic cholecystectomy, partial small bowel resection, open repair of incisional hernia with excision of composix kugel mesh. It was noted that a portion of the mesh was attached to the bowel and that a redundant portion of the mesh was excised. Three weeks later the pt presented with increasing abdominal pain and fever. A CT scan showed a pelvic abscess and the pt, subsequently underwent exploratory laparotomy with drainage of intra-abdominal abscess, lysis of adhesions, and closure of small bowel enterotomy. It was noted that the remaining portion of the infected mesh was completely excised at this time. Based on the info provided, it is unk whether the device may have caused or contributed to the reported event. The medical records indicate that the pt was treated for adhesions, which is a known possible adverse reaction listed in the IFU. The info provided indicates that the pt was treated for an infection. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Additionally, no sample was returned for evaluation. No conclusion can be drawn at this time.

Event description:
Based on medical records provided by the pt's attorney: (B)(6)2004 - pt underwent repair of ventral hernia with a composix kugel mesh. On (B)(6) 2005 - office visit notes, pt has had abdominal pain since (B)(6) 2004 surgery. On (B)(6) 2005 - pt presents with abdominal pain, normal upper gi and small bowel follow through, normal ultrasound of upper abdomen. On (B)(6) 2005 - pt underwent laparoscopic cholecystectomy, partial small bowel resection, excision of composix kugel, and open repair of incisional hernia. On (B)(6) 2005 - pt underwent exploratory laparotomy, drainage of intra-abdominal abscess, lysis of adhesions, and closure of small bowel enterotomy.